Event description:
It was reported that the energy select and charge buttons on the hard paddle assembly were inoperative. There was no report of patient use associated with the reported failure. It was later reported that the shock button on the hard paddle assembly was also inoperative.

Manufacturer narrative:
(B)(4). The customer confirmed that the hard paddle assembly has been replaced with a new assembly. The faulty assembly has been taken out of service. The faulty hard paddle assembly will not be returned to physio-control for evaluation. Proper device operation was observed through functional and performance testing and was returned to the end user for use. A conclusive cause of the reported failure could not be determined.